Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6(types of investigation, investigation finding, component code, investigation conclusion), h11. A getinge field service engineer (fse) inspected the unit and found that the scroll compressor was not running correctly and could not calibrate the pressure and vacuum. The fse had a scroll compressor in stock and was able to replace the defective compressor. Once replaced, the fse was able to complete the calibrations to specifications. All performance and safety tests were completed no further issues. The unit was approved for clinical use and returned to the user.

Event description:
It was reported, that while the getinge field service engineer was on-site service another unit, he was informed that the cardiosave intra-aortic balloon pump (iabp) unit failing auto fill at insertion of balloon during patient use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) inspected the unit and found that the scroll compressor was not running correctly and could not calibrate the pressure and vacuum. The fse had a scroll compressor in stock and was able to replace the defective compressor. Once replaced, the fse was able to complete the calibrations to specifications. All performance and safety tests were completed no further issues. The unit was approved for clinical use and returned to the user. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part with a reported unit failure of the autofill, compressor not running smoothly, and unable to calibrate pressure or vacuum. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part. Compressor would not run properly and had a bad autofill. Confirmed the reported failures. Probable root cause is expected wear and tear. Retaining the part in the failure analysis and testing department per procedure. Per sme-based on the information in the evaluation, the most likely root cause is scroll compressor failure due to wear.